Manufacturer narrative:
Engineering testing and analysis of the five returned (B)(4) complaint samples confirmed the reported leakage problem. The root cause was attributable to a isolated mfg. Assembly error where there was an insufficient seal between the handle / housing componentry. A multi discipline continuous improvement team has been formed to review and challenge the applicable design, materials, and involved manufacturing and equipment processes. As a interim measure heightened inspections have been initiated.

Manufacturer narrative:
A review of the mfg. Lot database for the reported suspect lot# 3053082 (mfg.05.2015) (B)(4) units (expiration date 05/01/2018); 3044188 (mfg. 06/2015) (B)(4) units (expiration date 04/01/2018) were all mfgd., tested, inspected, and released. Investigation in process of starting.

Event description:
Complaint received reporting air /flow issues with use of set-ups consisting of 42397-01 3-way high pressure stopcocks, 5f edward catheters and 10ml syringes. The initial information received reports four incidents occurring (B)(6) where clinicians report "..multiple cases in the cath lab.. Air is being introduced into the line when the stopcock is turned off to the transducer and blood is being aspirated from the side port of the stopcock with a luer lock syringe.". There were no reported patient injuries, adverse consequences and/or outcomes.